Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled post-sedation.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted in the duodenum to treat stomach cancer during a procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. Due to physician discretion, it was decided to terminate the procedure without placing any implant or device. Reportedly, the patient was under palliative management and passed away later on an unknown date due to reasons not related to the reported procedure.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been corrected. Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled post-sedation.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted in the duodenum to treat stomach cancer during a procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. Due to physician discretion, it was decided to terminate the procedure without placing any implant or device. Reportedly, the patient was under palliative management and passed away later on an unknown date due to reasons not related to the reported procedure. Note: a photo of the complaint device was provided by the complainant, showing that the handle was detached, and the outer sheath was kinked.